Manufacturer narrative:
Returns were unavailable from the customer for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Clinical sensitivity was evaluated using an in-house retained reagent pack of lot 55086lh00 tested against a two seroconversion panels. All specifications were met indicating acceptable performance of this lot of reagent. The architect hbsag qual ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was confined to a discrete patient sample.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53. (B)(4).

Event description:
The customer reports a (B)(6) architect hbsag qual ii assay result on a serum sample from a potential first time donor. An initial (B)(6) result of 0.94 s/co was generated on an architect i2000sr analyzer. Nat testing (roche) was (B)(6). The nat testing was performed from a sample collected in potassium edta, so an aliquot from this sample was tested the following day with the architect hbsag qual ii assay and generated (B)(6) results of 2.96 and 2.95 s/co. The serum sample was then retested after being unltra-centrifuged and generated (B)(6) results of 0.88 and 0.87 s/co. On (B)(6) 2015 a new serum sample was tested and generated a (B)(6) result of 1.23 s/co. The sample was ultracentrifuged and retested with a (B)(6) result of 1.25 s/co. A plasma sample was also tested at this time and generated an initial result of 3.98 s/co and after ultracentrifugation a result of 4.30 s/co. Testing with a heterophilic blocking tube generated a (B)(6) of 1.41 s/co for the serum sample and a (B)(6) result of 4.71 s/co for the plasma sample. Testing with a nabt generated a (B)(6) result of 1.11 s/co for the serum sample and a (B)(6) result of 3.31 s/co for the plasma sample. The serum sample was then sent to a reference lab and tested on two separate architect analyzers and generated a (B)(6) result of 0.90 s/co on one analyzer and a (B)(6) result of 1.20 s/co on the other. Confirmatory testing on this sample was (B)(6). The (B)(6) result for this sample was not reactive (less than 10.0 miu/ml). (B)(6). The customer reported that no other (B)(6) markers were tested and no further investigation was performed. No suspect results were reported from the lab with no patient impact.